Event description:
The patient reported was not getting symptom relief and never had therapeutic effect since implant. The patient also reported shocking or jolting sensation since implant. The patient indicated that when he hits the plus button it gave him a sharp shock and hits the minus button to go back down. It was reported patient programmer did not seem to be working. The patient reported issue with programmer began about 3 weeks ago. The patient changed the batteries but it was still not working. It was noted that it would only stay on for 2 minutes and then went blank. The patient reported that he was not able to communicate with either antenna with programmer. The patient could not get anything on the screen. It was reported a day later the patient programmer would not power on. Four days later the patient was not able to adjust stimulation. Patient education on patient programmer use resolved the reported issue. The patient¿s has his upcoming appointment in approximately a week with his managing health care provider. It was stated that patient got the replacement programmer to work but after 2 minutes screen shuts off. It was reviewed with patient that if not pushing any buttons or keys on the programmer the screen will turn off on its own and was expected to do that. The patient reviewed that he felt that if the screen turns off then he associates that with the stimulation not being on and working. It was noted that the difference between the last programmer and the replacement patient programmer was patient felt the stimulation. The patient was confused; thought if he did not feel stimulation and the programmer screen goes blank it was not working or stimulation was not on and needed to keep pushing the synch button for it to continue working. It was reported stimulation was not working and therapy are not helping with patient¿s symptoms. It was noted that if patient tried to increase the setting it was painful and had to decrease the stimulation. The patient stated that patient programmer fluctuates from 0.5-0.7v but currently was at 0.6v. However, patient stated when he checked it he pushed the increase button once because he could not feel the stimulation or it was barely a tickle; ¿then went back to stating the patient programmer was doing this on its own.¿ additional information received patient had greater than 50% of symptom reduction. It was noted that cause of the event was determined and was device related. The patient reprogramming was performed on (B)(6) 2014. There was no report of loss of therapeutic effect or loss of stimulation. The patient outcome was reported as recovered without permanent impairment. It was later reported on (B)(6) 2015 that patient did not have concerns with their device or therapy. The patient received assistance from their manufacturer representative or healthcare provider and her concerns were resolved. The patient appointment scheduled for (B)(6) 2015. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, product type: programmer, patient. Product ID: 3889-28, lot# va0p1ck, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).